Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). The was was advanced several times before location of the transeptal puncture was established. The closure device was implanted and the procedure concluded successfully. Three (3) hours post index procedure the patient developed a posterior pericardial effusion during recovery. A pericardiocentesis was performed and 420ccs of fluid was removed. One (1) day post index procedure the patient fully recovered and was discharged.